Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the reported problem of no image was confirmed. The insertion tube, four angulation wires, bending section, bending section covering, air/water channel, and biopsy (suction) channel were replaced. The electrical connector was replaced, along with gaskets, seals, o-rings, screws, and contact pins. The investigation is ongoing and follow up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image on their evis exera ii ultrasonic bronchofibervideoscope. The procedure was not prolonged due to the issue, and another of the same device was used to complete it. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling at the facility. The event can be detected/prevented by following the instructions for use which state: "do not forcefully bend, bump, pull, twist, or drop the distal end, insertion tube, bending section, operation section, universal cord, or scope connector of the endoscope. Doing so may damage the device, injure body cavities, cause burns, bleeding, perforation, or detachment of parts." Olympus will continue to monitor field performance for this device.